Event description:
The customer reported: "no fluoroscopy, no images". There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.